Event description:
Naso-jejunal tube was reported clogged. Attempts to gently irrigate with a syringe were unsuccessful. The tube was removed to be replaced and was found to be not intact. Cortrak tube was broken at the 52cm mark. The fractured piece is in the patient's stomach.